Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported material separation of the gripper cap and gripper lever latch appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Na.

Event description:
This is filed to report cap and gripper lever latch detaching during preparation of the cds. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. During preparation of the clip delivery system (cds) when raising the anterior gripper, the cap and latch of the lever came off. The physician was able to re-assemble it back and continue with the procedure. Two clips implanted, reducing mr from to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.